Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was performed with tandem technical support, however, the customer declined to complete the check. Customer cleared the alarm and reported that the infusion set would be changed. Customers blood glucose was 330 mg/dl.